Manufacturer narrative:
Summary of the investigation: based on the available evidence, a lead issue is not suspected to be related to the reported issue (difficulties to extend the screw and to the reported cardiac perforation). The results of this investigation are retained and utilized for trending purposes. For more details, please refer to the enclosed report analysis.

Event description:
Reportedly,the lead was implanted in the apex and the 15 turns were performed to fix the screw into the cavity. The xray was not conclusive about the extension of the screw, so a slight pull of the lead was performed. The lead was quickly detached from the myocardium. Following this attempt several other attempts were tried in the apex. Not once the screw was correctly attached to the myocardium during the pull. The sensation reported while providing the turns with the butterfly was different as usual. Reportedly there was less resistance during the turns as if the pin was damaged. No excessive torque was built after the 15 turns. Another butterfly was used with the same outcome. The lead was removed from the patient body abd the screw was tested on the table and no full extension was possible. Tissue was removed from the screw but sill no movement of the screw was possible. Finaly the physician implanted a new vega lead. At the end of the procedure the patient started to have discomfort and blood pressure dropped. A tamponade occurred. After pericardiocentesis, the patient is doing well. It is suspected that the tamponade and cardiac perforation were most likely related to the first implantation attempt of the vega lead (screwing into the apex cavity).

Event description:
Reportedly,the lead was implanted in the apex and the 15 turns were performed to fix the screw into the cavity. The xray was not conclusive about the extension of the screw, so a slight pull of the lead was performed. The lead was quickly detached from the myocardium. Following this attempt several other attempts were tried in the apex. Not once the screw was correctly attached to the myocardium during the pull. The sensation reported while providing the turns with the butterfly was different as usual. Reportedly there was less resistance during the turns as if the pin was damaged. No excessive torque was built after the 15 turns. Another butterfly was used with the same outcome. The lead was removed from the patient body abd the screw was tested on the table and no full extension was possible. Tissue was removed from the screw but sill no movement of the screw was possible. Finally the physician implanted a new vega lead. At the end of the procedure the patient started to have discomfort and blood pressure dropped. A tamponade occurred. After pericardiocentesis, the patient is doing well. It is suspected that the tamponade and cardiac perforation were most likely related to the first implantation attempt of the vega lead (screwing into the apex cavity).